Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sureform 60 blue reload to perform failure analysis. The sureform 60 blue reload was analyzed and found to have the knife exposed within the knife track. The reload was found to be partially fired. The reload was found to have a firing failure based on log review. Additional observations not reported by site that are related to the customer reported complaint. The reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material appeared to be missing. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. The reload was observed to have lodged, malformed staples bunched up on the surface of the reload and near the exposed knife location.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon stated the sureform 60 stapler instrument misfired. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, no further details could be provided.